Event description:
Procedure: laparoscopic sigmoid resection. Reportedly, when the stapler was fired, it "crunched funny" but it appeared to fire ok. Then the used a new handle and two new staple cartridges with no issues. The surgeon then proceeded to another phase of the surgery, but when the tissue was checked for a leak, one was found. The surgeon then used a laparaoscopic suturing device to fix the leak which added approx 45 minutes to the case. However, the pt is ok at this time.